Event description:
Customer reports the presence of surgical burns on a pt's skin at site where the main electrodes were placed during a standard iom procedure. Customer reports using a nicolet spirit system as well as an electrical surgical unit during the procedure. The nicolet spirit was manufactured november, 1996 and obsolete on december 2004. Natus biomed engineer has contacted the customer to discuss the event and provide guidance as to how to use our device while using electrical surgical units. In response to this incident, natus technical service also advised customer to take unit out of service.